Event description:
It was reported that the customer's insulin pump had a frozen display. Troubleshooting was performed. It was stated that the buttons were unresponsive. The battery was charged, but the buttons still were not responding and the time was not advancing. Advised to discontinue the use of the insulin pump and revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.